Event description:
It was reported to nevro that a patient in (B)(6) who had undergone revision surgery, was suffering from headache and seroma 4 weeks post-surgery. Csf leak was suspected following recurrent formation of seroma after aspiration. A blood patch was performed. The patient has recovered with no sequelae.